Manufacturer narrative:
Beckman coulter field service engineer (fse) reported platelet background errors, and replaced the red blood cell (rbc) and vacuum filters. The fse performed and completed system startup, and quality control (qc) passed within specifications. The fse noted the customer had performed a bleach bath procedure prior to arrival. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer indicated one platelet result did not reproduce. The customer expected a consistent 240 platelet value for the patient sample without any variation but would get results between 220 and 230. The customer was informed that the range was within the acceptable reproducibility range and there will be variation of results which can be confirmed by a reproducibility test. A definitive root cause of the event is unknown.

Event description:
The customer reported inconsistent low complete blood count (cbc) results on three patient samples involving coulter act diff 2 analyzer. The parameters include platelets, white blood cell count, mean corpuscular hemoglobin, mean corpuscular hemoglobin concentration, and percent differential. These results were considered to be erroneous due to significantly lower values after reanalysis. The customer had issues getting controls to pass due to platelets but after several analyses, controls were acceptable. The customer indicated samples were collected into ethylenediaminetetraacetic acid (edta) tubes via venipunctures. The samples were analyzed within one to two minutes after collection. Controls are analyzed daily. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.